Event description:
This product was being used to create a low rectal resection. The product cut but did not fire staples. Repair was not able to be made with this approach. Tissue was compromised. Pt required a colostomy.